Event description:
Patient's husband reported that one of the cassettes he received with a previous shipment leaked inside and had to waste an IV mixture and make a new one. No adverse events reported. Husband did not save the faulty cassette nor have the lot number. No other information or dates provided. Did the reported product fault occur while in use with the patient? No; did the product issue cause or contribute to patient or clinical injury? No; do we [MFR] replace device? No; did the patient have a backup device they were able to switch to? Yes; was the patient able to successfully continue their infusion? Yes; is the infusion life-sustaining? Yes. Reported to (B)(6) by: patient/caregiver.